Manufacturer narrative:
MFR received date: 09 oct 2019. Failure investigation received the touchscreen assembly for analysis. The assembly was tested and no failures were found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21may2019. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a touchscreen failure. The device was in use at the time of the event; however, there was no patient harm.

Manufacturer narrative:
Date received by manufacturer: 02aug2019. Date of report: 02aug2019. The manufacturer¿s field service engineer (fse) confirmed the reported touch screen issue. The fse replaced the touch screen. The unit was checked and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.